Event description:
It was reported that the pt experienced a shocking sensation while taking a shower or bath and when leaning against carts at store, where she works. She has pain at the neurostimulator site and "4 wires" were not "plugged up" at implant. She has never had therapeutic effect. Her device has been reprogrammed multiple times. Further info is being requested from the hcp.